Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "rubber torn at the top of the working end". The instrument was found to have the jaw cover torn. The tears measured roughly .1625" x .0615". There are no signs of thermal damage present at the end of any tears. The material was found missing. The instrument was returned with missing integrated cord. The probable root cause is attributed to use conditions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the rubber was torn at the top of the working end. The procedure was completed with no reported injury.